Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 in which it was reported >3000 ohms impedance on rv lead. Representative observed>3000 ohms intermittently. Rv threshold was higher. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).